Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6002509, in question was manufactured at the reynosa site. DHR review: the lot 6002509 was manufactured according to the work instruction (wi) version 106.0, in the line inset 07, on 29/jul/2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 3g03412 was manufactured according to the wi version 55.0 and manufactured in the machine sc01, on 26/jul/2023, with a total of (B)(4) units. The lot 3g03413 was manufactured according to the wi version 55.0 and manufactured in the machine sc01, on 28/jul/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: extended by leakage. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.